Event description:
During an initial implant procedure while attempting to reposition, the helix of the right ventricular (rv) lead was unable to retract and was visually damaged. The rv lead was explanted and replaced to resolve event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of helix damage and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix found stretched and clogged with blood/tissue. Visual and x-ray examinations of the lead found the helix was stretched consistent with procedural damage. The cause of the reported events was isolated to the helix being clogged with blood/tissue and stretched. Correction: b5.

Event description:
During an initial implant procedure while attempting to reposition, the helix of the right ventricular (rv) lead was unable to retract and was visually damaged. The rv lead was explanted and replaced to resolve event. The patient was stable with no consequences.